Event description:
Hcp reported, pt admitted to hosp lethargic and difficult to-arouse. Managing physician directed hosp to stop the pump. Pt had pump refill a couple weeks ago but no programming details from the last pump refill were available to the caller.